Event description:
The field clinical engineer reported that the device could not be interrogated. It was found that the device experienced a hardware reset. The pt would be admitted and monitored externally until the device would be replaced. It was later reported that the pt expired due to congestive heart failure. The family chose not to remove the device.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.